Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the gums were getting sores from the aligners and lessened use to allow the gums time to recover. The patient received the safety notification letter does not wish to continue using the aligners because of the potential for more gum and teeth issues. The patient also noted pain level 3, inflammation, gingivitis, sensitivity, and discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.